Event description:
A customer obtained biased patient results for glucose and cholesterol. Troubleshooting resolved this issue and determined this scenario was consistent with a malfunction that could have caused a falsely elevated patient glucose results to be reported. There was no report of paitent harm as a result of this event.